Manufacturer narrative:
Section a - patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the coring knife enclosed in the set with the pump was not sharp.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient information was unknown and there were no patient consequences as a result of the event.

Manufacturer narrative:
A1 - a4 patient identifier information updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section g2: report source corrected. Manufacturer's investigation conclusion: evaluation of the returned coring knife did not confirm the reported event. The coring knife, serial number (B)(6), was returned in used condition with dried blood on both the internal and external surfaces of the knife body, as well as the blade edge. Visual and microscopic inspection of the knife revealed no major imperfections. A cut test was performed using the returned coring knife and a sheet of polyurethane foam. The knife was able to cut completely through this material without issue and functioned as intended. The same test was also performed using a control coring knife. Results of this test were comparable to those with the returned knife. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, is currently available. The IFU lists the apical coring knife as an optional component for device implantation. This IFU also provides information on preparing and handling the coring knife. It is also stated that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.